Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2003, due to patient allegations of pain, inflammation and problems walking. Patient¿s legal counsel also alleged that additional revision procedures were performed on (B)(6) 2008, and (B)(6) 2010. Additional information received in revision operative notes from (B)(6) 2003, confirms the modular head was removed and replaced due to recurrent dislocations. Revision operative notes from (B)(6) 2008, indicate the revision procedure was performed due to acetabular cup loosening and synovitis. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet modular head. A review of invoice history could not confirm the surgeries that were alleged to have taken place in 2010. Additionally, patient medical records indicate the implantation of competitor product in 2008. It does not appear that the alleged procedures in 2010 involved biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2012-02526 / 02527 & 1825034-2013-04828).